Event description:
A meter to lab comparison test was performed with the rptr's meter reading 115 mg/dl and the lab result 78 mg/dl. The tests were capillary and venous, respectively, and were done in a fed state. Time difference was 1-2 mins. Rptr did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8